Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as uncomplicated xen implantation, then had a cataract surgery that led to a subluxated lens, requiring revision surgery which involved trauma to the iris and then device became blocked with iris pigmented tissues, hcp performed needling procedure which resolved events and patient is doing well. Device remains implanted.